Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub / collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA pr # 1277214. The investigation is still on-going, and improvements will be made as the potential causes of this issue are identified h3 other text : see h.10.

Event description:
Material no. 368607, batch no. 9257035. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the collar and hub is not welded together so the shield comes off. This occurred on 9 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: during r&d testing, we noticed the collar and the hub is not ultrasonically welded. The shield came out once the needle is seated. Out of the shelf pack tested, 9 out of 48 parts have that failure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 368607, batch no. 9257035. It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle the collar and hub is not welded together so the shield comes off. This occurred on 9 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: during r&d testing, we noticed the collar and the hub is not ultrasonically welded. The shield came out once the needle is seated. Out of the shelf pack tested, 9 out of 48 parts have that failure.